Manufacturer narrative:
The device has been received. Investigation has not been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the first clip delivery system (cds) (00310u167), the grippers did not lower symmetrically. Troubleshooting was performed, but the grippers were still unable to lower symmetrically; therefore, the clip was not used and replaced. The cds (00123u138) was prepared per the instructions for use (IFU) and was inserted into the anatomy. However, when steering down to the valve, the physician applied m-knob, but resistance was noticed while advancing the delivery catheter (dc) handle. The physician took m-knob off and no resistance was noticed; therefore, the clip was attempted to be positioned again. However, when m-knob was applied, resistance was again felt. The physician decided to remove the cds and replaced it. One clip was successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.